Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Complaint summary: dates: (B)(6) 2013, lab: 1.4, inratio: 2.2; (B)(6) 2013, 1.6, 2.3; (B)(6) 2013, 3.8, 2.5; (B)(6) 2013, 1.8, 1.0; (B)(6) 2013, 4.5, na. Time between tests was thirty (30) minutes. Pt's therapeutic range is 2-3. Pt began tube-feed since (B)(6) 2013.

Manufacturer narrative:
Pending investigation.